Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils") in a (B)(6) female patient who had essure (batch no. B69468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and amenorrhea. Concomitant products included nsaid's since (B)(6) 2014 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and abdominal pain ("right and left quadrant pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: 5 coils protruding into the uterine cavity on the left. Discrepancy noted in insertion date: (B)(6) 2014: as per mr (B)(6) 2013: hysterosalpingogram (hsg) (as noted in pfs: discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet received. Events added from pfs- right and left quadrant pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of coils") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. B69468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and amenorrhea. Concurrent conditions included anemia and insomnia. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo provera), nsaids since (B)(6)2014 and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 2 months after insertion of essure. On (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("right and left quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with iron and zolpidem tartrate (ambien). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, depression, anxiety, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 5 coils protruding into the uterine cavity on the left. Discrepancy noted in insertion date: (B)(6)2014: as per mr (B)(6)2013: hysterosalpingogram (hsg) (as noted in pfs: discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 28-feb-2019: plaintiff fact sheet received- new events abnormal bleeding (vaginal), abnormal bleeding (general), abnormal bleeding (menorrhagia) were added. Treatment and concomitant drugs, medical history were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.